Event description:
Approximately one year prior to the study index procedure, the patient underwent revascularization of the 1st obtuse marginal (om1) target vessel. The proximal om1 was described as having 99% stenosis, b2 and 10mm in length. The lesion was pre-dilated with a 2.5x10 firestar balloon and a 3.0 x 13mm cypher at 18atm was implanted with 0% residual. The proximal lad was also treated at this time. The vessel was described as having 80% stenosis, class a and 10mm in length. A 3.5 x 13mm cypher was implanted at 18atm with a 0% residual. There were no procedural complications reported. The patient was enrolled in the (B)(4) study due to positive functional test for ischemia. The lesion was in the proximal first obtuse marginal, had 75% stenosis, de novo, type b1 and 6mm in length and was within 5mm of the previously implanted stent. The vessel was 3.0mm in diameter. A 3.0 x 8mm at 18atm cypher rx stent was implanted by direct stenting with 0% residual stenosis. No procedure complications were reported and the patient was discharged the next day. Then, at the 15 month and 18 month study follow up visit, the patient experienced stable angina. It was reported that there were no diagnostic tests performed or treatment provided.

Manufacturer narrative:
Concomitant medications: verapamil 120mg qd, fludrocortisone 0.1mg qd, percocet 325/5mg qd, rosuvastatin 10mg qd, marijuana 1 three times a week, and aspirin 325mg qd. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Complaint conclusion: the complaint received states that this cypress study patient had restenosis of a prior cypher stent. This is a (B)(6) male with medical history including pci (B)(6) 2009, hypertension, dyslipidemia, family history of cad, nasal cancer with surgical resection 2006, current smoker, lvef 40-50%. The indication for the procedure was a (B)(4) study, stable angina and a 75% 1st om stenosis. In (B)(6) 2010, the index procedure was performed. One cypher stent was implanted in the 1st om. The site reported a 0% residual stenosis with no dissection and timi 3 flow. Additional information received reveals on (B)(6) 2012, that the index lesion was within 5 mm of a previously placed cypher stent. Additional information received on (B)(6) 2012. The indication for the pci on (B)(6) 2009, was due to a positive stress test and stable angina. The proximal om1 was described as a 99% stenosis, b2 and 10mm in length. The lesion was pre-dilated with a 2.5x10 firestar balloon and a 3.0 x 13mm cypher at 18atm was implanted with 0% residual. The proximal lad was also treated at this time. The vessel was described as having 80% stenosis, class a and 10mm in length. A 3.5 x 13mm cypher was implanted at 18atm with a 0% residual. There were no procedural complications reported. The cypher stents remain implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 14044124 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. In-stent restenosis is a well-known potential complication for this type of procedure and is listed in the IFU. In the literature, in-stent stenosis rates range from (B)(4), from 6 to 12 months after stent placement. Rates were higher in older patients with more severe atherosclerosis and depended on the type of stenosis treated. In-stent stenosis was more prevalent in ostial stent placement procedures. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. Progression of atherosclerotic disease is known to cause instent restenosis and does not indicate a device failure. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. There are patient and lesion characteristics that may have contributed to the reported event, specifically the risk factors for atherosclerotic disease; i.e. Hypertension and dyslipidemia.